Manufacturer narrative:
The report events were lead dislodgement, a helix mechanism issue, far r oversensing and inappropriate capture. A complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region. The report event of far r oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right atrial (ra) lead was found to be dislodged that noted through x-ray. In addition, the ra lead exhibited oversensing of r wave and paced at the right ventricle. The ra lead reposition was unsuccessful due to ra lead helix was failed to extend. The ra lead was explanted and replaced. The patient was stable throughout.